Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional who reported that at the prior refill the eri (elective replacement indicator) was 14 months. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 699.2 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported a non-critical alarm occurred, eri (elective replacement indicator). It was noted that based on time since implant it appeared that this was a premature eri (elective replacement indicator). The reporter stated that the pump was last filled on (B)(6) 2017 but the reporter did not know what the estimated eri (elective replacement indicator) was at that time. Per the reporter they planned to replace the pump but she did not yet know the date of the surgery. There were no reported patient symptoms. No further patient complications were reported.